Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false pause episodes due to under-sensing. It was noted that there was poor placement of the device as it appeared to be in breast tissue. Programming changes were made. Patient was stable and will continue to be monitored.